Manufacturer narrative:
Investigation included technical support review and case assessment via remote troubleshooting. Investigation of this case revealed that the event was consistent with missed meal announcement leading to postprandial hyperglycemia, with the device functioning as designed and effecting correction. It was concluded that the device did not malfunction and that user behavior likely contributed to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a user experienced hyperglycemia with a peak blood glucose of approximately 200 mg/dl after starting ilet and consuming an unannounced snack; the device delivered correction insulin and blood glucose trended down to 166 mg/dl by the end of the call, with no alarms or alerts reported and no hospitalization. Symptoms included elevated blood glucose without reported clinical sequelae. Outcomes included transient hyperglycemia that resolved with automated device corrections and user guidance.